Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sept2019. Product support advised customer to replaced the flow sensor to address the reported issue. Provided part number. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the air delivery/air flow accuracy test. There was no patient involvement.